Manufacturer narrative:
The device was not returned to zoll medical corporation; however, communication with the customer indicated 2 batteries inside the battery compartment were not seated properly. Once the batteries were seated properly, the device powered on. This investigation is being closed as devicve meets specification. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.